Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported prior to a routine pulse generator replacement procedure that the physician requested for fluoroscopy on the right ventricular lead. The fluoroscopy results noted that there was externalization on the lead. The lead was capped and replaced on (B)(6) 2021. The patient was stable before, during, and after the procedure.